Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient's lead had migrated out of the incision and was exposed outside the body. Skin breakage was noted. The patient underwent a lead revision procedure. The patient was doing well postoperatively.